Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states doctor successfully performed a rf ablation of gsv on left leg. Post operative ultrasound study was performed 72 hours after procedure. The ultrasound study revealed a thrombus extension in left gsv. Anti coagulation medicine/coumadin was prescribed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.